Manufacturer narrative:
(B) (4).

Event description:
It was reported in (B) (6) 2004 that the pt had a dye study as the pt was not receiving pain relief. The study showed the pump and catheter were functioning fine. Late (B) (6) 2004 to early (B) (6) 2005, the pt went to a different hcp for a second opinion. After reviewing the pt's medical records, the hcp indicated the trial was done epidural instead of intrathecal. Another dye study was done showing the catheter was kinked. In (B) (6) 2005, the pt went in for another surgery to replace the catheter. The drugs in the pump were clonidine, dilaudid, and fentanyl. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.